Event description:
Patient reported that their bottom teeth have shifted really bad and their top teeth have shifted just a little. At check in they marked true to pain, chipped and discomfort. Requested additional information and photos. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.